Manufacturer narrative:
The device was returned and evaluated, and the customers allegations could not be confirmed. The product analysis findings are as follows: the knife wire was fused in the insulation coating at the distal end, and the insulation coating had fallen off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using the 3-lumen sphinceterotome, the knife wire fell off into the patient's body and was retrieved. The user finished the case with another device. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (cutting wire breakage/fall into body requiring retrieval) was likely caused by the following mechanism: 1. The cutting wire (where the wire coating was torn) encountered the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Furthermore, a likely factor which caused the tears of the coated portion of the cutting wire is as follows: the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was damaged due to contacting a metal area of the endoscope. It is likely that a force was applied to the coated portion of the knife wire when the device was withdrawn from endoscope (after the coated portion of the knife wire was torn). This caused the coated portion of the knife wire to detach from the knife wire, and the coated portion fell off. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ this supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.